Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros troponin I es (tropi es) results were obtained from two different patient samples collected from two different patients tested on a vitros 5600 system. The most likely assignable cause could not be determined with the information provided. Pre-analytical sample processing could not be ruled out as a contributing factor. With the information provided, it was not possible to determine if the customer was adhering to the sample collection device manufacturers recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. In addition, historical quality control results indicated inaccuracy with the biorad level 2 control and imprecision was observed with the level 3 control. However, the magnitude of the bias would not have contributed to the positive bias observed with this event. In addition, the customer does not process a quality control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 6070 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros tropi es reagent lot 6070. The customer did not perform diagnostic within-run precision testing that would assess the performance of the vitros 5600 integrated system as requested by the ortho tsc, therefore, instrument performance within the timeframe of the event could not be verified and an instrument related performance issue could not be completely ruled out as contributing to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected vitros troponin I es (tropi es) results were obtained from two different patient samples collected from two different patients tested on a vitros 5600 system. Patient 1 sample result of 16.598 ng/ml vs. The expected result of 0.013 ng/ml patient 2 sample result of 1.64 ng/ml vs. The expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected, non-reproducible vitros tropi es result obtained from the patient 1 sample was reported outside the laboratory, however, the physician questioned the result prior to taking any action. A corrected report was issued and there was no allegation of patient harm. The higher than expected, non-reproducible vitros tropi es result obtained from the patient 2 sample was not reported outside the laboratory and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).